Event description:
It was reported that the patients superion interspinous spacer migrated following a fall. The patient underwent an explant procedure and experienced no complications post-operatively.